Event description:
Boston scientific received information that the local field representative contacted boston scientific technical services (ts) to report that this patient, implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead, was seen in the clinic. This device was successfully interrogated and the battery status indicator was end of life (eol), which, had occurred approximately (B)(6) months ago. It appears that this device had not been checked for three years. A review of the arrhythmia logbook found that the patient had developed a spontaneous ventricular tachycardia (vt) one day prior in which, it appeared that the device did not deliver shock therapy. The monitoring voltage was 2.14 volts and the episode was associated with a charge time out fault code. The patient's history is significant for zero percent pacing. A lead diagnostic assessment identified varying rv pacing impedance measurements, including a high out of range pacing impedance measurement. However, the shock impedance measurements were observed to be stable and acceptable in the 40 ohm range. Additionally, the local field representative commented that intracardiac electrogram noise was observed at the time the high out of range pacing impedance measurement was recorded. Ts discussed the charge time out code and explained that the device is not capable of delivering shock therapy because of low battery. The local field representative was informed that based on battery voltage, the device is likely to revert to storage mode in the near future. Based on the lead assessment and clinical observation, ts suspected that a primary lead issue existed on the pace/sense portion of the rv lead.

Manufacturer narrative:
Additional information was received that a device and lead replacement procedure was planned, however, the patient has a do not resuscitate order and refused replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.